Event description:
It was previously reported that this right ventricular (rv) lead exhibited a high impedance of 124 ohms and was hospitalized. The physician elected to perform a defibrillation threshold test (dft) and afterwards the shock impedance had lowered to an acceptable 82 ohms. The patient was subsequently discharged and the physician continued with normal monitoring. Recently, high, out-of-range shock impedance measurements (>125 ohms) were observed and additional commanded shock testing was performed. However, the delivered shock impedance measured >125 ohms and a code 1005, indicative of an open circuit condition was declared. Information has been requested regarding the event resolution, but a response has not yet been received. At this time, the rv lead and device remain implanted and in-service. No additional adverse patient effects were reported.